Manufacturer narrative:
On (B)(6) 2015 the field service engineer (fse) found a leak in tubing through pinch valve vl12b. The fse replaced the tubing and the instrument ran without leaks or hgb voteouts. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained diluent/sample leak of less than 50 ml from under the bath inside the lh780 instrument. The instrument was generating hgb voteouts when the leak was observed. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
Upon revision the device manufacture date changed from 09/01/2014 to 06/01/2009.